Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was displaying an error message "replace battery" when the a fully charged li-ion batteries inserted. No patient was involved.

Manufacturer narrative:
The autopulse platform was returned for evaluation. Visual examination found no physical damage. Functional testing was performed and no issue was found. The autopulse platform performed as intended.